Event description:
Manufacturer received information that the patient alleging eye irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, inflammatory response, lung disease and other. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Manufacturer narrative:
In the previous report the manufacturer has reported incorrect information in box b: product brand name (rfb) and box h: (device) problem code grid (1), was after reviewed it was determined that it was incorrect. Box b: product brand name (rfb) has been updated in this report. Box h: (device) problem code grid (1) has been updated in this report.